Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified second right posterolateral segment. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 12atm and 2atm within 60 seconds and 2 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured. It was also noted that one blade was lifted. The device was simply removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1 : (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. No issues with blade lift were noted on any blade. All pads were secured to the balloon surface and all blades were secure in their pads. A visual and tactile examination of hypotube and shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified second right posterolateral segment. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 12atm and 2atm within 60 seconds and 2 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured. It was also noted that one blade was lifted. The device was simply removed and the procedure was completed with another of same device. No patient complications were reported.